Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was surgically abandoned after displaying noise, oversensing and pacing inhibition in association with less than two seconds of asystole for the patient. The patient was seen for a revision procedure. Fluoroscopy was performed; a fracture was not able to be identified. Isometrics and pocket manipulation were performed; no noise was able to be elicited. The cause of the clinical observations were not able to be determined. The lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.